Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising with weekly pace lead trend data shows an increase for atrial pace bi impedance equal to 456 to 1178 ohms peak between (B)(6) 2012 and (B)(6) 2013. Also, analysis of the device memory indicated the charge circuit timeout alert with two patient alerts for charge circuit timeout and excessive charge time on (B)(6) 2013. The device memory also indicated the charge time was longer than expected at elective replacement indicator (eri). Concomitant products: d334drg, implantable cardioverter defibrillator, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture and upon interrogation the lead impedance was found to have increased from 475 ohms to 836 ohms. There was also noise seen on the ra electrogram noted with patient movement. Also, the ra lead thresholds varied. The device reached elective replacement indicator (eri) and early battery depletion was questioned. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.